Event description:
The customer received a blood glucose reading of 128 on the contour usb, but felt sweaty and light headed. He was retested on the doctor's meter and the reading was 58mg/dl. There were no changes in medication or diet. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No evidence of an adverse event. The customer was advised to return the test strips for evaluation. New strips and meter were sent.